Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 89 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated by emergency medical services, however the type of treatment was not specified. The customer did not provide their blood glucose level at the time of the call. The customer reported that the customer was at school and that the school nurse called the family because they were concerned about the amount of insulin being delivered by the device. The device was delivering 1.4 units at 8:24am when the customer had a blood glucose level of 239 mg/dl, and then 1.6 units at 10:40am when the customer had a blood glucose level of 89 mg/dl. Emergency medical services were called and treated the customer. The customer declined to troubleshoot the issue. The insulin pump will not be returned for analysis.